Event description:
The patient underwent a first m/g uni implantation in 2001. The diagnosis was medial gonarthrosis. The patient always had pain after the implantation. No reasons have been found clinically or by x-ray for the permanent pain, both during weight bearing and without any movement or weight bearing. The revision took place in 2002, nearly one year after implantation. Intra-operatively the pe-insert was destroyed, 3 single pieces of pe have been located free in the capsule. The patient was revised with a total knee and is now pain free.